Event description:
It was reported that the patient reported to the emergency room with an episode of syncopy. It was also reported that oversensing and undersensing of the implantable cardiac monitor ventricular signal was observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).